Event description:
It was reported that externalized conductors were observed via fluoroscopy with cine. All electrical measurements were normal and a dft test was completed successfully. This lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8 to 10cm from the tip electrode. The etfe coating was intact.